Event description:
It was reported that a ligaclip severed a vessel when applied during a procedure.

Manufacturer narrative:
No device was returned for investigation. If further info is received, the event will be re-evaluated.